Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when deploying the tacks during laparoscopic ventral hernia procedure, both tackers would not deploy when firing the device. It was stated that it would stick out and engage in mesh but would not completely deploy. It was stated that the surgical time was extended to 30 minutes or more sine they had to go through multiple tackers. Another device was used to finish tacking. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. Tacks were visible in the shaft. The instrument was applied to the appropriate test media. The remaining twenty-nine tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.